Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the leads were crushed causing fibrillation sensing. The patient received shocks.